Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: did the device deliver any staples? No. If yes, were the staples formed properly? N/a. If yes, was the staple line complete? N/a. Did the device cut? No. If yes, was the cut line complete? N/a. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? N/a. Was there any difficulty in opening the device? Yes, it didn`t actually open at all. If yes, how was the device removed from the patient? Left with a lot of force. If yes, did the jaws eventually open? After many attempts we managed to open it. Already outside the patient.

Event description:
It was reported that during a gastric bypass procedure, the stapler stuck with the cartridge and it was necessary to change to another device. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/23/2021. H6: component code = g04 and g07. Investigation summary. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with an ecr45b partially fired 1/10 reload loaded on the device. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. Additionally, no anomalies were noted in the opening and closing function of the device. The device was tested for functionality with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related to improper use of the device. It is possible that while loading the reload, it was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload leading to an incomplete firing cycle. Also, about the damaged articulation, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.